Manufacturer narrative:
On 06-may-2025, the following additional information was obtained: initial failure analysis was confirmed, the instrument tube adapter was found to be broken. Additional inspection also found the instrument's contacts to be missing and not returned with the instrument and appears to be a detached fragment. The electrical contacts measure approximately 0.140" by 0.169" at its widest points.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar cautery instrument to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken detached piece was not returned and measures approximately 2.69mm x 3.25mm in size. The instrument was found to have thermal damage on the instruments tube adapter. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip broke off the instrument and fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed.